Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the q-syte closed luer access device was damaged between the base and dividing diaphragm. The following information was provided by the initial reporter: "after fluid infusion, when the nurse performed q-syte maintenance on the patient, there was a broken between the base and the dividing diaphragm. Similar problems have occurred for 2-3 times in the same batch of products."

Manufacturer narrative:
Correction: this complaint is a duplicate of MFR#: 9610847-2021-00329. Information pertaining to this complaint, 9610847-2021-00309, has been captured in 9610847-2021-00329. MFR#: 9610847-2021-00309 is void as a result.

Event description:
It was reported that the q-syte closed luer access device was damaged between the base and dividing diaphragm. The following information was provided by the initial reporter: "after fluid infusion, when the nurse performed q-syte maintenance on the patient, there was a broken between the base and the dividing diaphragm. Similar problems have occurred for 2-3 times in the same batch of products."